Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx1670 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the catheter was broken off during insertion. No patient injury reported. No additional information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the solo connector separated from the extension leg was confirmed, but the exact cause was unknown. One 5fr d/l powerpicc was returned for investigation. The catheter exhibited evidence of use. Dry blood residue was observed within the catheter and a tacky residue, which appeared to be from tape or a dressing, was observed on the external surface of the extension legs. The purple solo connector was received separate from the extension leg. The red connector was attached to its extension leg. The extension leg with the missing connector extended 8.2cm from the proximal end of the bifurcation. The printing on the extension leg with the missing connector was partially worn. Hemostat impressions were observed in the damaged extension leg 5.2cm from the bifurcation. The cross section of the damaged end of the extension leg was microscopically examined and was noted to be flat with rough edges. A 1.9cm section of the external surface of the extension leg adjacent to the damaged end of the tubing exhibited a dull appearance. The remainder of the extension leg was glossy. It is possible that the extension leg was pulled from the solo connector. The attachment between the other extension leg and the red connector revealed nothing remarkable. Potential contributing factors of the damage include pulling, twisting, and/or manipulating the connector. The complaint sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿the catheter broken off¿ is confirmed. According with the mentioned in the visual and microscopic evaluation the device showed evidence of use as the detachment of a connector from the extension leg. Due to the poor sample condition and there is no evidence of short shots or out of insertion in the detached area, the cause is unknown. A lot history review (lhr) of rebx1670 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the catheter was broken off during insertion. No patient injury reported. No additional information provided.